Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right ophthalmic artery at c6 segment with a max diameter of 6.3mm and a 4.4mm neck diameter. The landing zone was 4.0mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was severe. It was reported that angiography revealed that the patient had a wide-necked aneurysm in the right c6 ophthalmic artery. Following the doctor's advice, a dense mesh stent was implanted. Established access. Type IV cavernous sinus segment, the path was tortuous, the stent catheter was in place, the stent ped500-18 was used to anchor the lesion position, the distal end was in the c7 segment of the internal carotid artery. After deploying the stent and deploying it repeatedly, the tip end could not be opened. After trying to retrieve it three times, it still could not be opened. The surgeon retrieved the stent and delivered it to a horizontal section close to m1, preparing to deploy the stent. However, after five repeated deployment and retrieval operations, the stent tip still could not be opened. The patient's condition was urgent, so the stent was removed and replaced with ped-475-20. The stent was deployed, the tip end opened smoothly, and the operation was completed. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.  Ancillary devices include a neuron max 6f 088 sheath, navien 058 guide catheter, phenom 27 microcatheter, and fathom-14 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported postoperative angiographic result was normal.

Manufacturer narrative:
Product analysis¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ drawing(s) referenced: n/a ¿ as found condition: the pipeline flex was returned inside the inner pouch, a biohazard bag, and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not opened due to the damaged braid. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer complaint was confirmed that the braid's distal end was not opened due to a damaged braid. Possible causes of ¿failure/incomplete open distal¿ include severe vessel tortuosity and damaged braid. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.